Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Although, it can be presumed, it was due to failure of display board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for a therapeutic laparoscope procedure, the display panel on the high flow insufflation unit would occasionally go out. The intended procedure was completed with a similar device without delay. The patient was not under anesthesia. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when the front panel was occasionally turning off due to a defective printed circuit board. Additionally, the evaluation found that the front panel was defective due to an incomplete digital number display. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.